Manufacturer narrative:
User facility MDR report # mw5110783. Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported that there was an issue with iris scissors cvd.s/s 110mm - bc061r. According to the complaint description, the curved irus scissors broke in the patient's nose while surgeon was performing nasal surgery. An additional medical intervention was necessary. Additional information was not provided. Additional patient information is not available. The adverse event is filed under aag reference (B)(4).

Manufacturer narrative:
As previously reported, information received via online submission form MDR medwatch 5110783. Investigation: as of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. Batch history review: due to the fact that a lot number was not provided, a review of the batch history could not be performed. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. If the device is returned in the future, an investigation will again be completed at that time. Based upon the investigation results a CAPA is not necessary.

Event description:
Received via online submission form MDR medwatch 5110783.